Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event is unknown. Literature reference: wang f., wang p., miao d-c., du w., shen y. (2017). Different surgical approaches for the treatment of adjacent segment diseases after anterior cervical fusion. Medicine. 96:23, pp. 1-8. China. 510k: this report is for an unknown zero p device. Part and lot numbers are unknown; UDI number is unknown. 510k is unknown device is not available for return without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: this report is being filed after the subsequent review of the following literature article wang f., wang p., miao d-c., du w., shen y. (2017). Different surgical approaches for the treatment of adjacent segment diseases after anterior cervical fusion. Medicine. 96:23, pp. 1-8. China. The purpose of the study was to determine the optimal surgical approaches of asd and the incidence of the dysphagia after reoperation. The study included 49 patients (26 males & 23 females) all of which underwent a reoperation between january 2010 and december 2014 for symptomatic asd. Each patient originally underwent surgery for treatment of some form of cervical radiculopathy. However, following that procedure experienced symptomatic asd and underwent reoperation. Patients either underwent an anterior cervical discectomy and fusion (acdf), acdf with the zero-profile device, laminoplasty, and laminectomy with internal fixation as their reoperation form. Patients were classified according to the different surgical approaches. Only 13 patients were implanted with the zero-p device. One patient in the zero-p group experienced dysphagia following the procedure. This is report 1 of 1 for (B)(4). This complaint involves unknown zero-p device 1 unknown zero-p device for one patient experiencing dysphagia following the procedure. A copy of the literature article is being submitted with this medwatch.